Manufacturer narrative:
Concomitant medical products: product ID: 97792, lot# n550892, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, product type: lead (B)(4).

Event description:
The consumer reported shocking and stimulation in an undesired location. The patient reported he needed an appointment with the manufacturer's representative (rep) for reprogramming. It was noted the patient was having a "shocking stimulation" in the chest instead of the back and it was time for reprogramming. The patient stated he was told it took time for the scar tissue to settle and the device would need to be programmed. Relevant medical history included non-malignant pain, degenerative disc disease, and herniated disc pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.